Event description:
Boston scientific received information that one day post implant the right ventricular lead exhibited intermittent capture in bipolar. When programmed unipolar the lead threshold measurement is 3 volts and when the patient's arm moves complete loss of capture is observed. Boston scientific technical services was consulted and stated that these observations are likely due to a lead dislodgement. The field representative stated that the physician experienced placement difficulty with the rv lead at implant and was going to discuss further action with the physician. Additional information was received that the rv lead was successfully repositioned to a septal position instead of an apex position. The field representative also noted that no asystole greater than two seconds occurred due to the loss of capture and no adverse patient effects were reported. No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.